Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. Customer stated that the type exposure was unknown, it could be sweat. Customer stated that they received a sudden vibration followed by a blank display immediately after the pump exposure to moisture. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump failed the leak test. The pump leaked at a crack on the back of the case. The pump powered up properly after battery installation. The pump was received with operating currents within specification and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was monitored and no blank display anomalies were noted. The battery tube connector was found slightly corroded. The pump was received with a cracked case on the back, at the battery tube area and battery tube threads. The pump also had minor scratches on the lcd window and case, and a fading serial number label.